Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and surgical intervention. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of an inguinal hernia on or about (B)(6) 2006; a perfix plug was implanted to repair the hernia defect. The patient underwent an additional surgery on or about (B)(6) 2014 to repair and/or remove the defected mesh. The patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. The patient has suffered pain, disability, hospitalizations and additional surgeries. The patient has suffered and continues to suffer from chronic pain and medical treatments. The patient has undergone and will likely require in the further other forms of care and medical treatments. Attorney alleges that the device was defective.